Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl, at the time of incidence. Customer was treat with food for low blood glucose level. Customer's current blood glucose level was 40 mg/dl. Customer primarily alleged that the insulin pump was under delivering but, after troubleshooting the insulin pump was working normal. So, customer no longer alleged that the insulin pump was under delivering. The insulin pump passed displacement test. And passed test on motor. The insulin pump will not be returned for analysis.